Event description:
See MDR 2242445-2014-00001 for the first event with this pt. It was reported the procedure was being performed in the surgery department. A second kit was opened and again, the balloon would not inflate. As a result, a third kit was opened and used successfully. They do not know if this caused a delay in treatment and there was no pt death or complications reported.

Manufacturer narrative:
MFR control no. (B)(4). This device will not be returned.